Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over 18 years old. (B)(4) guidewire distal tip detached exposing the tip of the metal corewire. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of six devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-02264, 3005099803-2015-02265, 3005099803-2015-02266, 3005099803-2015-02267, 3005099803-2015-02268, and 3005099803-2015-02269 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) cannulation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. Five more jagwire guidewires were used and during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual evaluation of the returned guidewire revealed that the distal tip was partially peeled and the corewire tip was not exposed. Presence of adhesive remnants were found indicating that the pebax was properly attached to the corewire. No evidence of corewire fracture was found. The complaint is not consistent with the returned guidewire since the distal tip was partially peeled and the corewire tip was not exposed. It is most probable that anatomical/procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿ a DHR (device history record) review was performed and no deviation was found.

Event description:
Note: this report pertains to one of six devices used during the same procedure. Refer to manufacturer report # 3005099803-2015-02264, 3005099803-2015-02265, 3005099803-2015-02266, 3005099803-2015-02267, 3005099803-2015-02268, and 3005099803-2015-02269 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography (ercp) cannulation procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. Five more jagwire guidewires were used and during the procedure, the hydrophilic tip detached exposing the tip of the metal corewire. No part of the guidewire detached inside the patient. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.